Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home: (B)(4). Baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the tube "near where it came out of cassette door". This occurred during priming of peritoneal dialysis (pd) therapy. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.